Event description:
It was reported that dr. (B)(6) revised the cup of the patient because it failed to ingrow. New head was used to establish correct leg length.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cupan evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.